Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 serial: (B)(6), batch: 5081973/5081138.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. Additionally, the patient stated that the leads had come out of their back, with one lead floating in the body and the other wrapped around the spine. All device components were explanted. No device malfunction was suspected. No further information has been obtained.